Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported issues appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the proximal left anterior descending coronary artery. A 2.50 x 20 mm traveler rx balloon dilatation catheter (bdc) was advanced to the lesion with some resistance from the anatomy. The balloon of the bdc was inflated once to nominal pressure; however, the balloon ruptured. The bdc was simply replaced with another unspecified device to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.